Manufacturer narrative:
Submit date: (B)(6) 2015 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that damage was found beneath the cuff. The patient was involved with no injury. The catheter was originally implanted and pulled and replaced on (B)(6) 2015.

Manufacturer narrative:
Submit date: 2/11/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and it revealed that the catheter had a hole in the shaft of the catheter. The location of the hole is about 4 cm from the cuff towards the catheter insertion tip. The hole presents a morphology that indicates a cut and a tear. As per the instructions for use, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A possible root cause can be due to excessive force. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.